Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient mentioned that their previous implants on either side, before the battery replacement, would overstimulate when going in for cancer screenings if they didn't turn the stimulation off. The issue began several years ago. Patient had to go for cancer screenings once every 3 months for CT or pet scans. Agent asked patient if they were referring to their previous implant and patient assumed so but was unclear. Patient then mentioned the (B)(6) 2017 implant was replaced because the implant was misbehaving and it wouldn't hold a charge and giving error codes that they couldn't recall.